Manufacturer narrative:
The customer indicated the cause of death was respiratory failure combined with multi-organ failure and severe metabolic acidosis which was related to the patient's pre-existing condition. Following the procedure, the facility biomedical engineer evaluated the device. Initially the device was not displaying an image as reported, but the biomedical engineer cycled the power and the image returned. From that point on the biomedical engineer could not duplicate the reported issue. The glidescope gvm video monitor and the glidescope spectrum smart cable were returned to verathon for evaluation. The technical service representative could not duplicate the reported loss of image during testing. When the technical service representative connected the customer's smart cable to the customer's video monitor the image displayed by the returned video monitor was stable and clear with good color rendition. The customer's video monitor was tested with a known smart cable, the image displayed by the returned video monitor was stable and clear with good color rendition. The customer's smart cable was tested with a known good video monitor, again the image produced by the returned smart cable was stable and clear with good color rendition. The smart cable and video monitor passed all tests and were returned to the customer. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergent patient procedure, using a glidescope gvm video monitor and a glidescope spectrum smart cable, no image was displayed; however, the led was illuminated. The customer indicated, despite the lack of image and the difficult airway with blood and emesis present, they continued to attempt to intubate the patient three (3) times over an eleven (11) minute span, but were unsuccessful. Reportedly no back up device was used and the patient passed away.